Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for bladder control. It was reported that the patient was implanted on their left and right side, but the right side started bleeding. Patient stated their band-aid came off and that the lead was partially out. The right side trial lead and the external neurostimulator was removed. Patient tried to use their programmer to connect to the left side ens but saw the 'unable to find device' screen, which was expected because it had been previously synced to the other ens before it was removed. Patient removed and reinstalled the programmer batteries which resolved the issue and they were able to turn stimulation on and increase to 1.8ma to feel stimulation at a comfortable level. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the issue was that the wire got caught on something and just came out. Patient couldn't remember if it got caught on a door knob or something else. Patient had lead removal and was going ahead with implant. No further complications were reported.